Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in the ureter during a ureterosopy with laser lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket wire broke and detached inside the ureter. It is unknown if the laser came in contact with the zero tip stone retrieval basket during the procedure. The detached piece of wire was completely retrieved from the patient using another zero tip stone retrieval basket, and the procedure was successfully completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.